Event description:
The customer reported that during an infusion, a pc unit was ¿not computing properly,¿ as reported by the user. A bumex drip (concentration 0.25mg/ml) was infusing with the correct rate/dose (4 ml or 1 mg/hr). When the user pressed start, the pump alarmed that the drip was above the guardrails rate of 25 ml/hr. No report was received that the infusion was started on the patient after the programming occurred. An event log review was requested to check programming for errors. No patient harm was reported.

Manufacturer narrative:
The customer¿s reported complaint of the returned pcu not computing properly was not confirmed or replicated during the investigation. A comprehensive review of the logs showed no records for the reported date of the alleged incident; however it is suspected that the last infusion noted on (B)(6) 2017 at 10:37:03 am was the reported incident time. Testing consisting of key replication, demonstrated the pcu calculating the correct values for the concentration and the rate when a duration of 12hr 30min was entered. During the investigation, it was observed that the initial rate (8ml/hr) of the infusion was changed to 4ml/hr after an hour and 42 minutes which would result in an increase infusion duration. Additionally, testing showed that the exhibited guardrails warnings did not display bumex drip infusion rate above 25 ml/hr as noted on the complaint. Instead, the guardrails warnings displayed were ¿rate is below the limit of 133ml/hr¿. Based on the investigation results, returned pcu demonstrated calculating programming values accurately, as intended. Risk assessment: per product risk assessment document lvp, no ra is deemed necessary. CAPA: n/a. Appendix: the following equipment was used during the investigation below: test equipment: lvp. Eq number: eq104081. Cal/maintenance due date: 01 dec 2018. CAPA reference: (B)(4). The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported that during an infusion, a pc unit was ¿not computing properly,¿ as reported by the user. A bumex drip (concentration 0.25mg/ml) was infusing with the correct rate/dose (4 ml or 1 mg/hr). When the user pressed start, the pump alarmed that the drip was above the guardrails rate of 25 ml/hr. No report was received that the infusion was started on the patient after the programming occurred. An event log review was requested to check programming for errors. No patient harm was reported.